Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead's threshold had been slowly increasing, and noise had been observed. This rv lead was abandoned surgically. No additional adverse patient effects were reported.